Event description:
It was reported the tecnis eyhance preloaded intraocular lens (iol) had a defect in the optic and the plunger overrode the optic during surgery. The surgeon had to cut and remove the lens. The lens was discarded. There is no injury to the patient. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient's post-operative outcome was not available. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, failure analysis of the complaint device cannot be completed. . A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.